Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a recent software upgrade performed by the customer. Investigation indicated that the device configuration was not reloaded to complete the software upgrade. The device's software was reloaded to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2018-03465 for a similar event reported for the same device.